Event description:
Patient reported of going to ER due to having issues with cassettes; beeping and displaying "high pressure." She stated she was having chest pain and lightheadedness. Lot number/expiration date for cassette used at time of event is unknown. Patient is to call back (once she has access to cassettes) to confirm if she has the recalled cassettes on hand. Patient was able to run the medication without interruption when a new cassette was used on the same pump, so not a pump issue. Date and length of ER stay is unknown. Side effects resolved, date of resolution unspecified. Patient is unsure if product complaint contributed to side effects experienced. No other information available. Dose or amount: treprostinil "20 ng/kg/min." Pump return tracking ifo is not applicable to event. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unk. Position of pump when alarm occurred is not known. No add'l info is available at this time. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? Not known. If yes, was any medical intervention provided? Pt presented to ER. Is the actual product available for investigation? No. Did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes. Was the pt able to successfully continue their therapy? Yes. Reported to (B)(6) by pt/caregiver.